Event description:
It was reported, "the surgeon requested an accolade 132 degree size 2.5 stem and on opening the product it was noted the packaging was compromised. The surgeon then requested to have a 127 degree size 2.5 stem opened instead. He then changed the head length accordingly."